Event description:
Sew: unk. Procedure: lung resection. According to the reporter: the first firing was successful. However, on the second firing, staples did not form properly. Blood loss reported as between 200cc and 500cc. The incomplete staple line was re-fired with another loading unit but staples were malformed again. It was recovered with another load. The malformed staples were retrieved from the cavity. Patient status reported as ok.

Manufacturer narrative:
Initial report sent to FDA on 04/22/2008.